Event description:
Reportedly while on a code the device was charged, the service light illuminated and allegedly did not deliver energy. There were no adverse effects to the patient reported during the event. No additional information regarding the event was reported.